Event description:
It was reported that the capture management feature had falsely increased the atrial capture to high levels, and the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the capture management feature had falsely increased the atrial capture to high levels, and the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead: (B)(6) 2007. (B)(4).